Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; updated data: b5. Added second paragraph. D3. D4. H4. H6. H11. Added serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, an aortic annulus dissection/annulus rupture was observed. Additional information was received indicating that the aortic annulus dissection/annulus rupture occurred at the end of the procedure. Per the physician, the cause of the injury was the post-implant balloon dilation. It is unknown whether the valve contributed to the injury. Neither the delivery catheter system nor the guidewire contributed to the annular injury. No atomical factors contributed. No treatment was provided.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, an aortic annulus dissection/annulus rupture was observed.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, an aortic annulus dissection/annulus rupture was observed. Additional information was received indicating that the aortic annulus dissection/annulus rupture occurred at the end of the procedure. Per the physician, the cause of the injury was the post-implant balloon dilation. It is unknown whether the valve contributed to the injury. Neither the delivery catheter system nor the guidewire contributed to the annular injury. No atomical factors contributed. No treatment was provided. Additional information was received indicating that the post-implant balloon dilation was performed due to paravalvular leak (pvl). Additional information was received that the pvl was moderate-severe.

Event description:
Additional information was received indicating that the post-implant balloon dilation was performed due to paravalvular leak (pvl).

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.